Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their sensor and blood glucose readings. The customer states their device alarmed for threshold suspend. The customer's blood glucose level was 121mg/dl, and their sensor was 70mg/dl. The difference was found to not be within the acceptable range. Troubleshoot was conducted. The customer was advised to monitor the device and call back if issues persist. The customer was advised the sensor would be replaced.